Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer opted to use an alternate form of insulin therapy, mdi, during the interim. Technical support provided a replacement pump with updated software and instructed the customer on its use and the return process for the malfunctioning pump.